Event description:
It was reported that the device exhibited rapid battery depletion, with charge dropping by over 50 percent in less than five hours, and a replacement device was provided while the original was shut down and returned. Symptoms included none, and the user¿s blood glucose remained in range. Outcomes included no interruption of therapy and no alerts or alarms. Investigation included device replacement logistics and tracking to facilitate evaluation. Investigation of this device did not revealed a suspected battery performance issue consistent with premature battery depletion in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to battery performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.